Event description:
Patient reporting that pump 329880 is malfunctioning and displaying error "high alarm". Patient added this is her 5th pump and all of them have had same alarm. Author expressed concern if 5 pumps have alarmed "high pressure" she may have a clot in IV line. Patient stated that when she switches to her other pump it does not alarm. Advised if alternate pump also begins to alarm "high pressure" she should seek immediate medical attention. Advised we would send a new pump today via courier. No other information available. Dates of use: (B)(6) 2017 to present. Reason for use: pah.